Event description:
Philips received a complaint from the customer, reporting that the oxygen (o2) hose that is plugged into the wall, has oxygen coming out of the "l" hose. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) informed customer that more information was needed to troubleshoot the issue. The customer will talk to the hospital staff for more information and would call back. The rse informed the customer, that the only thing regarding oxygen would be the o2 manifold.

Manufacturer narrative:
The customer reported that oxygen (o2) was leaking from the green hose coming from the o2 transport kit. A philips field service engineer (fse) was dispatched to provide service. It was reported by the fse that the issue could not be duplicated, and the fse found that there were no leaks coming from the hoses or the o2 transport kit. In addition, no error codes were observed by the fse. The fse replaced the oxygen inlet filter, and o2 transport kit to prevent future issues. After reconnecting to an o2 supply, no leaks were observed. The device was tested and passed; the device was then returned to service.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the issue was caused by user error. The customer did not specify how the issue was caused. It was noted that the hose required replacement. A different contact within the hospital reached out to the philips remote service engineer (rse) and reported that when oxygen (o2) is connected, the o2 comes out of one of the short green hoses. It was suspected that there was a bad o2 manifold, but the customer could not verify. The customer requested onsite service.